Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent surgery due to lumbar disc herniation. During the surgery, there were four set screws found slipped and could not be used anymore. The surgeon had to change to another products to complete the surgery. The products came in contact with the patient. The patient¿s current status is normal.